Manufacturer narrative:
Sample has been rec'd by manufacturer for investigation but the investigation is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the clips that were used on a pt could be opened easily by the medical staff's hands and as a result the clips would not clamp on the vessels and one dropped into the pt's abdomen during laparoscopic surgery. Another clip had fallen out of applier, but it is not determined where it fell. The clip was retrieved from the pt's abdomen. No pt injury reported.